Event description:
Pt was a (B)(6) female with left middle cerebral artery (l-mca) occlusion. Physician made two passes with a merci retriever v 2.0 firm for the occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 0 after treatment. A CT scan following the second retrieval revealed the l-mca folded in the middle of m1 which had been moderately curved upward. There had no been any symptomatic worsening related to this event. The 34.8 mg of tissue plasminogen activator (t-pa) was intravenously administered to the pt during procedure. No medical intervention was performed. Physician believes that the retrieval procedure may have affected the vessel configuration.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.